Event description:
Information received indicates the siderail could not be latched.

Manufacturer narrative:
The technician found the latch screw missing. The technician replaced the latch screw to repair the bed.